Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 550 (mg/dl). While in the emergency room, the customer was treated with intravenous fluids, morphine for pain and medication for nausea. The customer was released approximately 7 hours later with a bg level of 120 (mg/dl).